Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving compounded baclofen (2,000 mcg/ml at 626.5 mcg/day; lot # 2138-106) via an implanted pump. The indication for pump use was cva (stroke) and intractable spasticity. On (B)(6) 2016 it was reported that the empty pump alarm was occurring. The low reservoir alarm date was (B)(6) 2016. The patient had missed a pump refill; he was out of the country when the pump ran dry and subsequently relocated to (B)(6). The patient was on oral baclofen. The pump was refilled (B)(6) 2016 with compounded baclofen (2000 mcg/ml) and started at the lowest dose of 96 mcg/day. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.